Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that approximately 7 years post index procedure, the patient presented emergently with a type ia endoleak. The physician carried out treatment with the placement of another manufacturer stent graft proximally and another manufacturer cuff to successfully treat the type ia endoleak. Although both existing limbs were patent, the physician choose to re-line them as both had circumferential thrombus bilaterally. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.